Event description:
The customer reported that the ac and battery indicator leds flash intermittently. No patient involvement was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.